Event description:
The clinician reports the implant was inserted 2021-(B)(6)in ada 14. On 2023-(B)(6) loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, abscess and fistula. No further patient complications were reported.